Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015: device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation it was observed that the display was missing segments, indicating a failed display flex. The cartridge and battery caps were not returned. Unrelated to the original complaint, it was observed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.